Event description:
It was reported that a patient underwent a plastic surgery procedure in (B)(6) 2011 and suture was used. The thread broke during the procedure, far from the swaging region. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.